Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The reamer was returned for investigation. The shaft of the reamer shows some scratches. The cutting edge of the reamer is fractured. The characteristic of the fracture surfaces indicates a ductile fracture. It was further investigated under a scanning electron microscope. The fracture surface shows shear dimples in the matrix, which describe a ductile forced fracture. Hardness measurement were performed and found to be within the predefined specification. According to this examination, no material defect can be detected. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).report source south africa. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an operation, the tip of a lag screw reamer broke. Fortunately, there was no harm to the patient, and the surgical technique was followed correctly. The breakage occurred when the reamer hit the lateral cortex, ensuring that no fragments were left inside the patient. Despite the broken device being in contact with the patient, there were no remaining pieces of it inside. The incident resulted in a 15 minute delay, but ultimately, there was no harm to the patient. The primary surgery was successfully completed using the broken reamer. Due diligence is in progress for this event; to date no further information has been provided.